Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant also reported an impella in aorta alarm.

Manufacturer narrative:
H6 medical device problem code a160105 was inadvertently omitted on the manufacturer device report.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: since neither data logs nor product were available for investigation, the cause of the false alarm could not be determined. Since product wasn't returned and insufficient clinical details were provided, the cause of the access site adverse event/major bleed could not be determined.

Manufacturer narrative:
Section d1 brand name corrected.

Event description:
It was reported that the decision was made to withdraw care and the patient expired.

Manufacturer narrative:
Additional information was received. The patient expired and the follow were updated: b2, b5, h1, h6. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Manufacturer narrative:
D6b explant date updated.

Manufacturer narrative:
Section d catalog number was corrected. Section e initial reporter was corrected.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced consistent blood loss from the drain in the axillary cut down site. The patient was combative and heparin was withheld. The patient was transfused nine units of blood. The patient was in stable condition.